Event description:
The care giver was using a sit to stand lifting device to aid in maneuvering a pt. As the care giver attempted to hook the strap of the sling worn by the pt onto the lift, a piece of chrome plating flaked off and embedded itself in her nail bed. The care giver required medical assistance to remove the foreign object. Her finger nail was removed and a chrome flake measuring approx 2 mm was excised.